Event description:
The customer reported that during routine servicing the device failed to shock at 200 joules.

Manufacturer narrative:
(B)(4): the customer reported that during routine servicing the device failed to shock at 200 joules. This was noted on a service report from distributor (B)(4) dated on (B)(4) 2010. Philips received the service report from the distributor on (B)(4) 2012. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.